Manufacturer narrative:
One infusion pump was returned for evaluation. Functional testing was performed and the device gave an error 104. It was noted the dso was damaged, and as a result was replaced. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Information was received that a cadd ms3 ambulatory infusion pump had a system fault.